Event description:
It was reported that after implantation of the valve, flow could not be confirmed.

Manufacturer narrative:
(B)(4). The valve was patent and passed reflux testing. The valve performance met all established specs for pressure-flow and preimplantation testing. The conditions of the complaint could not be duplicated by laboratory personnel. However, the valve failed leak testing due to a pinhole in the silicone dome next to the flow direction arrow. It is unk how or when this damage occurred. The instructions for that accompanies the product cautions that care should be taken in handling the product as silicone has a low cut and tear resistance. A review of mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.